Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. The device fit snug in the pencil. Good continuity was observed when tested with lab generator. It was reported that the device felt more difficult to energize than usual. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a missing clear insulation piece. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of activate electrodes. Grasp the insulation sleeve on the electrode. Insert the electrode into the pencil. Inspect the electrode for insulation damage and coating damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure the user of the device felt more difficult to energize than usual. It was resolved by replacing the product, and it was determined that it was a defect in the electrode part. There was no patient injury. Medtronic's initial evaluation of the incident device found that a missing clear insulation piece (insulation damage) was found.